Event description:
The customer reported that during routine inspection, the subject device had less light, reduced angulation, and a leak between the electrical connector and scope connector, and the air/water flow was blocked. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found a leak due to deformation of the scope connector. The electrical connector, scope connector, and light guide cover lens demonstrated corrosion. Due to breakage of the light guide bundle, illumination was uneven. The object lens had a chip, and the light guide lens had discoloration. The distal end cover had a dent and was dirty. The rubber adhesive was detached. The connecting tube had a dent, discoloration, a scratch, and a wrinkle. The image guide protector had a scratch. The grip, up/down knob, right/left knob, control unit, were dirty. The suction cylinder was shaved, switch #1 and #3 had cuts. The universal cord had a scratch and discoloration. The mouthpiece was deformed. Due to clogging of the nozzle, water removal and water flow were out of specification. Due to deformation of the bending tube, bending angulation in the up direction was out of specification. The play of the up/down knob and right/left knob were out of specification, due to wear of the angle wire. Due to deformation, the right/left knob did not move smoothly. Due to a scratch on the distal end cover, the insulation resistance value at the distal end was out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in air/water nozzle was the user could not conduct reprocessing. What the material is could not be determined. Olympus will continue to monitor field performance for this device.